Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A nurse reported that the irrigation/aspiration did not work. At the time of this report it was unknown if the event occurred during surgery. Additional information has been requested but not received to date.

Manufacturer narrative:
First sample: the device history record review showed that the product was released per specifications. The returned sample was visually inspected and no obvious defects were found. A system console representing the current software version was used to test the sample. The ball in the check valve of the drip chamber moved freely per specification. The sample could prime and pass intraocular pressure (iop) calibration successfully. No anomalies were observed during priming. The infusion pressure, irrigation, and aspiration rate were all measured at multiple setpoints throughout the console range and met specifications. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. No message code appeared on the screen. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. The root cause of the customer's complaint could not be established; the returned first sample met specifications. Second sample: the device history record review showed the product was released per specifications. The returned sample was visually inspected and it was noted the snap clamp on the liquid infusion tubing was in the shut position. The clamp was released and the sample was tested on a system console. The sample failed priming and generated system message: indicative of inhibited fluid flow. With the clamp in the shut position for an unknown time period, the force of the clamp caused a kink in the tubing. The kink was removed by pressing the tubing back into its original shape. The cassette was retested and the sample could prime and pass iop calibration successfully. While priming the probe, a system message was generated and the probe could not aspirate. During tuning of the handpiece a system message also occurred. A visual inspection of the irrigation/aspiration tubing revealed viscoelastic material occluding the aspiration tubing. Based on this observation it is possible that there was viscoelastic material occluding the probe engine as it was apparent the user attempted to aspirate viscoelastic material with this product. Additionally, there was residue build-up in the aspiration and irrigation tubing. The irrigation line should not contain residue build up as only bss flows through the tubing. An attempt to remove the residue did not work. The irrigation/aspiration (I/a) tubing was replaced with one from labstock and the cassette passed all functionality requirements, however, there was no fluid flow in the probe. The aspiration line was removed from the probe to continue testing. Based on the condition of the second sample and abnormal residue build up in the irrigation tubing, the root cause of the customer's complaint is related to customer misuse of the device. It could not be determined how the irrigation line accumulated the residue on the walls of the tubing.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received through sales representative. Two paks were involved for this surgery. The first pak could not be primed before surgery and the second one was the one with irrigation/aspiration issues during the surgery. The paks were exchanged and a third one was used to complete the surgery. There was no patient harm.